Event description:
It was reported the programmer screen "blues out." After a number of times turning the programmer on and off, it will come on. In one instance while testing with the analyzer, the screen "blanked out." The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display flickers and blues out when moved. Broken tabs on power cord bay door. Broken keyboard hinges. Programmer drive leads functional test is out of specification due to a loose ECG (electrocardiogram) connector on a printed circuit board.